Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the suction cylinder was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: operation manual "chapter 3 preparation and inspection" shows how to detect the event. Reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a material was obstructing the suction button hole of the evis exera iii colonovideoscope. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that there was no brush passage through the suction cylinder and there was no suction flow. Additionally, there was leakage from the bending section cover glue and the objective lens glue; the insulation resistance value at the plastic distal end cover was not within standard value; forceps passage was restricted; the play of the right/left and upward/downward control knobs were loose; the distal end plastic cover had multiple dents and scratches; the objective lens had a minor chip due to peeling on the cement; there was missing glue on the light guide lens; the glue on the bending section cover was cracked; and there was a minor surface scratch on the light guide tube. Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.